Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during drain 1. The home patient (hp) stated that she cycled the power and the hc alarmed system error 2367. The hp stated that she disconnected from the tubing during the drain and then reconnected and was connected at the time of the alarm. The technical service representative (tsr) explained the alarms to the hp and reviewed proper disconnect procedures per the user manual. The hp would restart set up. The hc unit was operational. On (B)(6) 2010, a follow up call was made to the hp's nurse who stated that the hp brought a sample of the peritoneal dialysis (pd) effluent into the clinic on (B)(6) 2010 and at that time the hp mentioned to the nurse that a few days prior, she had briefly dropped her patient line on the floor and picked it up and connected. The patient was diagnosed with peritonitis on (B)(6) 2010 but was not hospitalized. The nurse stated that the patient has since recovered. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The most likely cause of the peritonitis is that prior to this incident the patient dropped her patient line on the floor and picked it up and connected. The batch review was performed on potentially associated lots (h09k23076; h09l03050 and h09l08091) with no issues noted. On page 18-65 of homechoice apd systems patient at-home guide patients are instructed how to emergency disconnect for a short time period. On pages 3-8, 12-1, 18-5 and 18-9 the patients are cautioned not to replace empty solution bags or reconnect disconnected solution bags during therapy. This review finds the labeling adequate for the potential use error(s) in the complaint. A trend review of global complaint data in (B)(6) 2010 showed no adverse trend for complaints related to problem code system error 2240 alarm or cause code patient disconnected from set. Overall, the trends are stable during the time period that this incident occurred. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.